Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5, h6 (device code)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal band ligation procedure performed on (B)(6), 2020.according to the complainant, the elastic band was attempted to be deployed; however, it remained at the tip of the ligator head and could not be released after two attempts. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device.there were no patient complications reported as a result of this event. The device was not returned.***additional information received on october 06, 2020***reportedly, earlier in the setup process, the ligator shrink wrap was taken off prior to securing the ligator head on the scope, which is earlier than what is instructed in the device directions for use.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal band ligation procedure performed on (B)(6) 2020. According to the complainant, the elastic band was attempted to be deployed; however, it remained at the tip of the ligator head and could not be released after two attempts. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.